Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device was fired once after which the firing trigger felt loose. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p55d7r. The analysis found that one plee60a device was returned with no apparent damage and with a gst60b cartridge fully fired loaded on the device. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.